Manufacturer narrative:
A ge service representative performed an on site investigation. The generator power supply and backplane cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a generator error. The field engineer noted that the system would not fluoro. There is no report of injury or death associated with the event described in this complaint.